Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the account to address the reported event. The fse confirmed the low pressure error by running a patient sample and observed the error after the unit cut off. Fse resolved the issue by checking for leaks across the whole system and found that buffer 2 line was pulled out of the back of the degasser chamber. Fse then reseated the buffer line in the back of the degasser chamber and verified the line was not leaking by running primes and drain flushes several times. Fse started running a patient sample and found that a0 was reporting out abnormally and the unit failed calibration. Fse then replaced all the buffers with fresh buffers and a new column. Fse ran the instrument and adjusted the flow factor (ff) from 1.07ml/min to 1.09ml/min. The retention time (rt) went from 0.62 minutes to 0.60 minutes. Fse validated the instrument by running calibration and quality control (qc). The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaint(s) identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: the 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. The 101 pressure low: the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the reported event was due to operator error of the line being pulled out of the degasser.

Event description:
A customer reported getting error 101 pressure low with the g8 instrument. Prior to calling, the customer changed the filter and column and performed a drain flush three times. The customer noticed bubbles in buffer 2 and took the supply line filter off. However, the pressure remained low. The customer further reported that buffer 1 and 3 were changed within the past week. The customer confirmed the straws were actually below the level of the liquid. Technical support (ts) instructed the customer to check for leaks at the filter and column and prime all buffers again. The low pressure persisted. The customer did not find any liquid in the r3 valve and ts instructed to disconnect and prime. Nothing moved through the r3. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.